Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was potential for thermal event.

Event description:
It was reported that there was potential for thermal event.

Manufacturer narrative:
Alleged failure: when you disconnected the light cable, the unit remained on. Salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a damaged receptacle board and front panel. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.